Event description:
Device issue: needle-to-cuff miss, distal guide detachment. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when the needle plunger was removed, no suture was present on the needles. When the device was removed, the distal guide was detached in the vessel. The detached device component was snared from the vessel and manual compression was applied to achieve hemostasis. Percutaneous cannulation from an antegrade approach. There were no reported adverse pt sequelae. Though requested, no additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The device is expected to be returned for eval. It has not yet been received.